Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 400 mg/dl at the time of the incident and current blood glucose was 200 mg/dl. The customer was treated with manual injection. It was reported that the insulin pump was not working. The customer reported that they were unable to get blood glucose under control. The customer alleges pump was under delivering as they were using way more insulin then normal to try to get her blood glucose in control. The customer was advised that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The products will not be returned for analysis.